Event description:
An "unspecified sensor" error message was reported with the Abbott Diabetes Care (ADC) device, and the customer was unable to obtain glucose readings. As a result, the customer experienced blurry vision, stomach pain, and dehydration. The customer contacted a healthcare professional, who obtained laboratory results showing a blood sugar level of 740 mg/dL and the presence of ketones. The customer was treated with two bags of fluids and insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.